Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus) leading to it being previously removed. A reimplant surgery was performed in which a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced atrophy leading to the procedure. The previous explant date was said to be unknown. There were no issues associated with the device. The patient did not experience any adverse events and no issues were reported regarding the patient status after the procedure. No more information available at the moment. Should additional information become available, it will be provided.